Event description:
Myphonak app for hearing aid is malfunctioning on supported iphone (iphone se 2020) and ios (26.0.1) allowing the app to download. Cannot use hearing aids now. Contacted company and they are refusing to fix the application rendering the hearing aid devices useless. I am forced to buy a new phone or hearing aids at an extreme cost. This product is supposed to work with this iphone and ios combination according to the manufacturer. Reference report: mw5178568. Pt code: 4582. Device code: 2588.